Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the needle from the safe-t-pro protrudes outside the end of the cap. Reporter alleged that the employee using it stuck himself with it after using it on a patient. Reporter stated that the patient had blood drawn for testing, but had not received medical treatment as a result of the stick. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.